Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 140mg/dl. Advised insulin pump would be replaced. No additional information was provided.